Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 07/06/2016 stating that there is a drop in the ra impedance from 600's to above 400's ohms. There is some ra undersensing which could impact the afrt algorithm. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).